Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implantation procedure that the patient had difficult anatomy doctor did venogram with opti seal dilator which caused dye to go into the intimal layer where the contrast hung up with the patient experiencing superior vena cava (svc) dissection. It was also reported that during post operative check that the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.